Event description:
The patient presented to the clinic for follow-up and inappropriate therapy due to double counting was noted. X-ray revealed lead dislodgement. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.